Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding an implantable neurostimulator (ins) in shipping mode. The ins showed por when recharging was attempted. The por was cleared and recharging was performed normally. There was no indication of patient involvement.